Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. We are working on the manufacturing record evaluation (mre). Once the information is provided, it will be submitted in the supplemental. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer ref no: (B)(4).

Event description:
It was reported that a underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium, and a hemostatic valve separation issue occurred. It was reported that the valve on the vizigo sheath was leaking around the shaft of the catheter. When the catheter was withdrawn from the sheath the plastic valve leaflets were on the tip of the catheter. There was a thin plastic film (approx. 1-2mm in width) wrapped around the distal portion of the tip of the stsf catheter. It did appear that the hemostasis valve has some portion of it missing. The sheath was replaced with an agilis sheath. The catheter was also replaced and the procedure continued. There was no report of patient consequence. It is unclear as to what caused this to happen. It was being used during a pediatric case, by an experienced pediatric ep/ experienced in using the vizigo sheath. No strenuous catheter manipulation was performed, and the catheter was only placed once into the sheath. It was first noted that blood was seeping from the valve area, then once the stsf catheter was removed, it was noted that the hemostasis valve was damaged. There was no evidence of air entering the body. There was no visible damage on the dilator. No adverse patient consequences were reported. The observed hemostatic valve separation has been assessed as an MDR reportable malfunction.

Manufacturer narrative:
On 7/8/2020, the product investigation was completed. It was reported that a underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium, and a hemostatic valve separation issue occurred. It was reported that the valve on the vizigo sheath was leaking around the shaft of the catheter. When the catheter was withdrawn from the sheath the plastic valve leaflets were on the tip of the catheter. There was a thin plastic film (approx. 1-2mm in width) wrapped around the distal portion of the tip of the stsf catheter. It did appear that the hemostasis valve has some portion of it missing. The sheath was replaced with an agilis sheath. The catheter was also replaced and the procedure continued. There was no report of patient consequence. Device evaluation details: device was inspected, and visual analysis revealed that the tip of sheath is crushed and the brim cap and valve look intact. A second closer inspection was performed and it was found that the tip looks in good conditions, however when the dilator was taken off from the vizigo it was noticed that the hemostatic valve is dislodged. Brim cap and friction ring remain intact. Due this condition the vizigo sheath is leaking and the advance through the end of the sheath has a resistance. The dilator was reinserted and this causes to dislodged completely the hemostatic valve due this condition the leakage was present such the valve is not placed correctly. A manufacturing record evaluation was performed for the finished device, and no internal action related to the complaint was found during the review. Customer complaint was confirmed. The root cause of the hemostatic valve dislodged cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure for this reason. Additionally, it was discovered upon internal review that the checkmark for "device returned to manufacturer" (section d10) was mistakenly omitted from the initial report. This supplemental report has been updated accordingly. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).